Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie was empty when staff attempted to pull a medication, and the system indicated that the cubie needed to be restocked. The customer stated that they were unable to issue the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist advised that the system should open the next cubie with available medication and user needed to find another user before attempting it again and when tried to issue the medication again, the system opened the cubie containing the medication as normal and confirmed that there was no issue, and no further investigation was required. The system functioned as intended after the technical support specialist inspected the issue.